Manufacturer narrative:
The returned device indicated that the filaform tip of the segura retrieval basket was slightly discolored. The product was determined to have met biocompatibility requirements and the apparent discoloration is cosmetically acceptable per bsc procedures. This discoloration does not pose a risk to patients, therefore, the most probable root cause for the complaint is user preference. Upon further review of all available information this event is considered a non reportable event.

Manufacturer narrative:
(B)(4). The device has not been returned; therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If any additional relevant information is received, a supplemental medwatch will be filed.

Event description:
On (B)(6), 2011, it was reported to boston scientific corporation that on (B)(6), 2011, a segura hemisphere stone retrieval basket was visually inspected in a distributor warehouse. According to the complainant, observation by a distribution warehouse employee revealed that the proximal end of the device stem exhibited a rust like stain. No visible damage was noted on the packaging and the package seal was intact. Reportedly, the device was received (B)(6), 2010, removed from the outer box and stored on a shelf in an air conditioned, temperature and humidity controlled room. There is no patient or procedure information available as this device was never shipped to a customer.

Event description:
On (B)(6), 2011, it was reported to boston scientific corporation that on (B)(6), 2011, a segura hemisphere stone retrieval basket was visually inspected in a distributor warehouse. According to the complainant, observation by a distribution warehouse employee revealed that the proximal end of the device stem exhibited a rust like stain. No visible damage was noted on the packaging and the package seal was intact. Reportedly, the device was received (B)(6), 2010, removed from the outer box and stored on a shelf in an air conditioned, temperature and humidity controlled room. There is no patient or procedure information available as this device was never shipped to a customer.